Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total gastrectomy/r-y procedure, the surgeon tried to connect the anvil to the shaft. The orange band was fully covered. The surgeon tightened the twist knob, however, the anvil was not clicked in seated position and it was still tilted. Then the anvil was disengaged from the shaft. Then the surgeon sutured esophagus (whip stitching), then re-anastomosed the tissue with another device, the procedure was completed. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.